Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was explanted as patient could not adjust to iol. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting the intraocular lens (iol) was explanted due to positive dysphotopsia.